Manufacturer narrative:
Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning oxygen blender. As a resolution, the service technician performed a complete recertification. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was not delivering correct oxygen setting while connected to a patient. The customer stated that there was no patient harm associated with the reported event.